Manufacturer narrative:
This is 1st of 2nd MDR.

Event description:
It was reported that the subject microcatheter encountered resistance at the hub. The physician pushed the stent with forced, and the proximal end of the microcatheter fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.